Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's interface pcb as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's on/off button is intermittently not working. As a result, the device may be unable to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.